Event description:
Caller reported a problem with the speaker and vibrate function of their pump, specifically noting that the speaker was not audible. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.